Manufacturer narrative:
The leak is probably a mixture of blood and methylene blue stain. When the bci field service engineer (fse) arrived to the site the leak was already cleaned. The customer had resolved the leak by replacing the tubing through vl99 which consisted of new methylene blue when the customer went to verify the instrument there were no retic results therefore the fse cleaned the shear valves and verified repair per established procedures. The results meet published performance specifications. Root cause for the leak was associated with the solenoid tubing vl99.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to small retic stain leak (new methylene blue stain/reagent a) mixed with blood on the coulter lh 780 hematology analyzer. The user was wearing proper personal protective equipment (ppe) and cleaned the spill. The customer reported no injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred. No death, injury or change to patient treatment attributed or connected to this complaint.